Event description:
A malfunction was reported on a pump by the caller. There was no reported impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.